Manufacturer narrative:
(B)(4). Date sent: 11/12/2019. Date of event: unknown, assumed 1st day of month that complaint was reported. The DHR for lot 14622 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: what was the date of implant? (B)(6) 2017. What symptoms lead to the discovery of the discontinuous device? Heartburn and cough when did they begin? (B)(6) 2019. Was the device initially effective in controlling reflux? Yes, very effective. She was off meds, no reflux. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No, no MRI. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. CT scan of the chest shows the device to be intact as of (B)(6) 2018. No imaging of the area since that time, until cxr on (B)(6) 2019 showed the discontinuous linx. CT scan (B)(6) 2017 and cxrs pm (B)(6) 2017 and (B)(6) 2018 all show the device to be intact. It was reported that the device removal is planned for (B)(6) 2019. Is a replacement linx or fundoplication planned? Can you please notify us once when the explant does take place? The patient¿s preference is for linx. That is what I will do if possible. Per photographic evaluation: the device doesn't seem to have the expected annular shape in the x-ray image. The "c" shape of the device seems consistent with a discontinuous device. The mechanism/cause of failure cannot be determined from the x-ray provided.

Event description:
It was reported that post implant a discontinuous linx device was identified by x-ray. Patient became symptomatic with gerd about two months ago. Explant is scheduled for (B)(6) 2019.

Manufacturer narrative:
(B)(4). Date sent: 01/16/2020. H10 corrected data: d10: (date device returned to manufacturer. This was omitted on the previous report). Device analysis: the explanted device was returned along with several images of the explanted device that were taken after the explant procedure. The images of the explanted device: the device has 14 beads with a visible weld-ball in one location. The visible weld-ball is connected to a female bead case side that has a washer. The last image shows the male bead case that used to be connected to the wire with the visible weld-ball. Note that the x-ray image was previously analyzed. The analysis of the explanted device: overall review of the device function and dimensions, excluding the out of specification male bead case through-hole, show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. The remaining device characteristics show no anomalies for a device that has been reasonably changed as part of the explant procedure. Analysis found that the returned device had an exposed weld ball paired with the male bead case side of the adjacent bead. The male bead case through-hole was measured with computed tomography (CT) which was greater than the specification. The exposed weld ball diameter was found to meet specifications. The interference between the male bead case through-hole and the exposed weld ball diameters is 0.0004¿. It is presumed that a certain geometric combination of the weld ball and the male bead case through-hole resulted in the device separation in vivo.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2019. Additional information received: surgeon removed the discontinuous device and replaced it with another linx¿robotic-assisted procedure. The procedure went relatively smoothly. Endoflip to confirm les location and to size as well as endoscopy at end of the procedure to ensure no esophageal perforation or untoward trauma. The separation was posterior, although the x-ray makes it appear as though it would be anterior. Confirmed lot# 14622.

Manufacturer narrative:
(B)(4). Date sent: 02/24/2020. The product complaint device was received for additional testing. The returned device was in one piece with clasp beads in a locked position and couldn't be unlocked presumably due to tissue, etc., interference. During visual inspection with a naked eye, it was noted that the device had an exposed weld ball, no other unusual characteristics were observed to the naked eye. The device was scanned using computer tomography (CT). The exposed weld ball was measured to be within specification; while, the through-hole diameter on an affected male bead case was measured to be out of specification. No anomalies (abnormal wear or yielding) were observed on the affected components. The male bead case did not appear deformed or warped. The secondary electron microscropy (sem) images of the exposed weld ball surface indicate a few scuff marks. The male bead case was manufactured with an out of specification through hole. Note that this device was previously investigated and no new findings were found.